Manufacturer narrative:
The root cause can not be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports " the consumer experienced a burning sensation at the application site. He assessed the area and noted a red circle. The area was very painful, and his symptoms worsened over time. He developed blisters..". The cause of the consumer receiving burning sensation, pain, red circles and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 09-jun-2021, a spontaneous report from the united states was received from a consumer regarding a (B)(6) -year-old male who used an unspecified thermacare heat wrap (lot number: dk26313-06, expiration date jan-2023) . Medical history included type ii diabetes requiring insulin therapy, hypertension, asthma, and allergies to latex, vancomycin, and quinolones. Concomitant products include unspecified insulin, unspecified hypertension medications, and an unspecified as needed inhaler. On (B)(6) 2021, the consumer topically applied the heatwrap over a t-shirt to the hip area. Approximately 4 hours after application, the consumer experienced a burning sensation at the application site. He assessed the area and noted a red circle. The area was very painful, and his symptoms worsened over time. He developed blisters. After returning home from vacation on (B)(6) 2021, the consumer his wife applied bacitracin ointment to the affected area. On (B)(6) 2021, the consumer saw his primary medical doctor. He was treated with silvadene (silver sulfadiazine) and cipro (ciprofloxacin). He was also referred to a wound clinic. On (B)(6) 2021, the consumer was seen at a wound clinic. His wound was cleaned with saline and debrided. His wound was then dressed with hydrocolloid dressing. The consumer was having to take analgesics to help with pain relief. As of (B)(6) 2021, the consumer's symptoms have not improved all that much. The consumer was supposed to receive wound care supplies in the mail. The consumer is supposed to clean the wound and rebandage it on (B)(6) 2021. The consumer was due for a wound clinic visit on (B)(6) 2021. The reporter had not been told by a medical provider what degree of burn the consumer had. She thought it was third degree. No additional information was provided.